Event description:
During use of the device for a non-clinical activity, the user reported that when putting the cable head into side "b", the device did not calibrate. Since the event occurred during a non-clinical activity, there was no patient involvement during this event.